Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The physician attempted to do a lead revision, but a bit of tissue was stuck in the screw. The lead was explanted. No additional adverse patient effects were reported.